Event description:
The pacemaker involved in this MDR report was implanted on (B)(6) 2005. During a follow up visit on (B)(6) 2008, the pacemaker was found in standby mode. On (B)(6) 2008, a technician performed the re-initialization of the device, and reported that the battery impedance was high (12.56 kohm) although the magnet rate was normal (96 min-1). No indication of premature battery depletion was displayed, but the battery curve was missing. Normal operation of the pacemaker was observed.

Manufacturer narrative:
(B)(4) - this event concerns a device that was manufactured and used outside the united states. (Other): review of the electronic data and files received. In response to the warning letter that the united states food and drug administration issued to ela medical (dated nov 6, 2009), ela is filing this MDR at this time.